Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized on (B)(6) 2014. Blood glucose value at the time of admission was 400 mg/dl. Customer stated that 911 was called and was taken to the hospital by the ambulance. Customer reported that he experienced sensor reading discrepancies. He stopped using the glucose monitoring system six months ago because of the issues with high differences between the sensor and blood glucose readings and alarms all night keeping him up. Customer declined to troubleshoot and stated that he blames the sensor for the adverse event. Nothing further reported.